Event description:
Caller states that he obtained a reading of 340mg/dl on his device and as a result took 18 units of insulin. She stated that a little over an hour later he felt his blood glucose was very low. He states he attempted to take a blood glucose test 3 times with the following results back to back: hi, 30mg/dl, 140mg/dl. Caller stated that he drank fruit juice to elevate his blood glucose and felt better after. No glucose control solutions were reportedly used. Requested return of the suspect device and replacement was sent.